Event description:
The complainant suspects that their friend became ill and subsequently died as a result of receiving hemodialysis from dialysis center. They made this allegation upon reading info in the local newspaper, which indicates the facility is currently under investigation. The center utilized baxter's meridian dialysis machines. The official death certificate lists the cause of death as cardiogenic shock with add'l comments as kidney failure on dialysis, coronary artery disease and recurrent bacteremia and cardiomyopathy. Complainant believes the tubing was contaminated and as a result caused the death of their friend. Family member of the deceased also suspects that their parent's death was the result of receiving hemodialysis from ctr. Family member provided hosp medical records and a death certificate. Pt's health was stabilized prior to receiving dialysis from ctr. Pt was first given dialysis at this facility in 7/02 and from this point until death, had complications such as infected tubing site to increased fatigue. After pt received dialysis they complained of feeling ill. Pt was taken to the emergency room the following day due to extreme tiredness and was sent home after they were stabilized. Although pt continued to feel poorly, the next day pt received dialysis the day after and was readmitted to the hosp under the advice of the visiting nurse. Family member was not called by the hosp until pt died. Rptr is aware of at least 4 other pts who became ill after dialysis at ctr.